Event description:
Peritonitis, foreign body reaction. Info was received from a treating physician in 2003, regarding a pt, who underwent a small bowel resection, anastomosis and lysis of adhesions (loa), and an appendectomy days before, due to small bowel strangulation secondary to herniation through a defect in the omentum. Three sheets of seprafilm were applied to the pelvis, on top of the small bowel and on top of the omentum. The pt tolerated the procedure well and was discharged five days later. 8 days later, two days after discharge, the pt felt ill and was seen at their physician's office and was then sent to the hosp with an acute abdomen. The pt's white blood count was 48,000/ul. Exploratory surgery and drainage of a peritoneal abscess was performed. Exploratory revealed peritonitis with fibrinous purulent exudate where the seprafilm had been placed but, was not found in the upper abdomen. The exudate was debrided off the omentum and the bowel. Anaerobic culture of the peritoneal fluid was positive for clostridum septicum while anaerobic culture from the exudate was negative. The surgical pathology report from the tissue submitted "fibrinous exudate from peritoneum excision," revealed fragments of an acute inflammatory exudate with a focal foreign body type reaction and scattered fragments of sketal 18~cle. No tumor was observed. Postoperatively, the pt did well, was discharged 5 days later on antibiotics, by mouth, and was reported to have recovered with sequelae. The intensity of the adverse events were reported as severe. The relationship between the adverse event and seprafilm was reported as probable, per the reporter.